Manufacturer narrative:
This report is being filed on an international product, list number 08k25-20, that has a similar product distributed in the us, list number 08k25-27. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in-process.

Event description:
The customer observed a higher than expected parathyroid hormone (ipth) result while using the architect ipth assay. The customer has started using the architect assay, moving from the roche assay and is comparing results generated for one patient at two different time points. The customer provided the following comparison data, consisting of 2 different blood draws on the dates listed: (B)(6) female patient with osteoporosis, sid (B)(6): (B)(6) 2017 = 11 pmol/l (roche, ref 1.6 - 6.9); (B)(6) 2018 = 33 pmol/l (abbott, adopted ref 1.6-9.0), the abbott result was checked (repeated neat and in dilution) and reported. No adverse impact to patient management was reported. No other information was provided.

Manufacturer narrative:
Investigation of the customer issue included a review of the complaint text, field data review, a search for similar complaints, a design history record (DHR) review, a literature review, and a review of labeling. Return material was not available. An analysis utilizing customer field data was used to assess the specificity of the assay. Instrument data analytics (ida) reports for the architect ipth assay were reviewed to determine if the median patient values have shifted over time. The analysis concluded that all reagent lots read patient results consistently therefore determined the reagent is performing acceptably. The lot search did not identify increased complaint activity for falsely elevated results, however the trend review did identify increased activity for falsely elevated results. The DHR review did not identify any potential non-conformances, non-conformances or deviations related to the complaint issue. A study was reviewed titled: "performance characteristics of six intact parathyroid hormone assays". The review indicated that while the architect ipth assay showed a positive bias, the correlation between all six of the assays was good. Labeling was reviewed and found to be adequate. Based on the results of this investigation no product deficiency was identified for the architect ipth assay, ln 08k25-20, lot number 02418a000.